Event description:
The reporter stated that they received a recall letter dated on 06/23/2026 regarding the true metrix blood glucose meter. The reporter further stated that over the past two months, the device has provided glucose readings that were reportedly higher than expected. The reporter indicated that glucose readings were frequently in the 170 mg/dl range, whereas their typical readings are usually between 120 mg/dl and 130 mg/dl. No additional information was provided.